Event description:
The customer contacted physio-control to report that their device would turn off during use. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The device electronic download data confirmed the reported issue. The root cause of the unexpected loss of power was confirmed to be the power pcba. The power pcb assembly was replaced. After the device passed functional and performance testing, it was returned to the customer for use. The likely cause of the issue was determined to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The fretting corrosion on j11/p11 can increase the resistance of the input power path resulting in a sudden loss of device power under conditions of high current usage, such as printing a 12 lead.

Manufacturer narrative:
Additional patient information was received from the customer and so was included in this report as additional information.

Event description:
The customer contacted physio-control to report that their device would turn off during use. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would turn off during use. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.